Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: 9733752, lot number: unknown g2: foreign country - canada. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was unable to track any instruments or the patient tracker. All instruments plugged in were displaying that they could not be used for registration. The site rebooted the system, there was no change. They tried reconnecting the break out box and emitter along with redownloading patient images, there was no change. They tried swapping patient trackers, it displayed as red in the tracking window. They confirmed all tools in use were added to the instruments tab and reseated the instruments in the break out box, there was still no resolution. They noted that there was no excess metal in the field and that the emitter was on the mattress. There was no noted damage to the emitter. There was a delay of 20 minutes and no impact on the patient's outcome. Later, the site called back to note that there was additional metal found and removed, which resolved the issue.